Manufacturer narrative:
This report is submitted on 6 march 2020.

Event description:
It was reported that the device was explanted on (B)(6) 2020 due to an unknown reason. The patient was re-implanted with a new device during the same surgery.